Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported, a female patient who received implantation of femur locked plate in 2008, presents plate fracture during recovery. Receives second surgery at approximately four months later, where broken plate is removed, and nail is inserted (not stryker).